Event description:
After a surgery performed using electrocautery, the device could not be interrogated anymore. An unsuccessful attempt to re-initialize the device was performed. The device was explanted. It is unclear if it will be returned to the MFR for analysis.

Manufacturer narrative:
On 02/17/2010, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.